Event description:
Customer reported 2 nurses received needle punctures while dosing samples. Customer stated will check policy and how to avoid the needle puncture accidents. Reported to correct facility department for report and treatment. (Incident involves two events filed separately - MFR report #1823260-2005-00658).